Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Service and repair evaluation: it was reported that on (B)(6) 2021, the application instrument for sternal zipfix was no grabbing. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. Lube/oil/clean is the reason for repair. The cause of the complained issue is test ok. The item passed synthes final inspection on 11-mar-2021 and will be returned to the customer upon completion of the service and repair process. The evaluation was unconfirmed. The device will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 03.501.080. Lot: 9812895. Manufacturing site: (B)(4). Release to warehouse date: 05. Feb. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the application instrument for sternal zipfix was not grabbing. It is unknown when the issue was observed. It is unknown if there was patient involvement. This report is for one (1) application instrument for snal zipfix. This is report 1 of 1 for complaint (B)(4).